Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be inserted into the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the inability to insert the guidewire into the lead was not confirmed. As received, a complete lead without a catheter was returned in one piece for analysis. A catheter was used to perform a lead insertion test. The lead was able to be inserted and advanced through the catheter with no restriction. The s-curve hump height was measured within specifications. X-ray and visual inspection of the lead found no anomalies.